Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was failing to capture due to high capture threshold and exhibited p-wave amplitude variation. The ra lead was not used. The physician continued with another ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and p-wave amplitude variation were not confirmed. A complete lead was returned in one piece. Visual inspection, x-ray examination, and electrical testing of the lead were normal with no anomalies found.